Event description:
It was reported that, on 4/2008, the pt had an x-ray taken in response to complaints regarding increased tightness associated with withdrawal symptoms. The date of symptom onset was not reported. A catheter revision was performed. The pump and catheter were disconnected and there was free flow of retrograde cerebrospinal fluid from the catheter. The physician replaced the catheter. The pt had been receiving 160.87 mcg of baclofen daily (concentration was 500 mcg/ml). The new catheter was implanted and reconnected to the existing pump. The pump was restarted at 50 mcg/day. It was further reported that the pt developed a cerebrospinal fluid leak. The pt returned to the operating room on the following month, for surgical closure of the cerebrospinal leak. On three days later, the pt returned again to the operating room for explant of the pump and the catheter due to infection and meningitis. The pt experienced cerebrospinal fluid leak, fever, headache, infection and nausea. On four days later, the pt returned to the operating room for removal of the retained catheter (unk) that had been in place for several yrs. The pt recovered without sequela. See also MFR's report #: 6000030200802868.

Manufacturer narrative:
.